Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, during setup of the device, an 840 ventilator generated an inoperative error message. The ventilator was not in use on a patient at the time of the reported event.